Event description:
During a ptca treatment procedure, the deflation difficulties were encountered with the maverick monorail 9x2.0 mm balloon. The physician used a mach1 jl4 guide catheter and a pt2 guide wire to cross the lesion. The maverick2 monorail balloon was withdrawn from the pt, and the procedure was successfully completed. No patient injuries or complications were reported. Additional info regarding this complaint has been requested.